Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set tubing leakage event at the site on (B)(6)2026. The infusion set was in use for less than a day. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information is available.

Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item.